Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the drive support cap was sticking out on the customer's insulin pump. Caller was advised to have the customer discontinue using the pump right away. Caller was advised to submit a form for replacement.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window noted.